Manufacturer narrative:
The insulin pump was received with completely cracked and bleeding lcd glass, severely scratched display window, cracked display window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip. Unable to verify no button response anomaly due to lcd damaged.

Event description:
It was reported the insulin pump the insulin pump was damaged. Customer's blood glucose was unknown. Customer was playing paintball when damage occurred. Customer's mother stated the screen was broken and it was alarming. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.